Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 03/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, there were pump reboots observed in the black box. The pump was returned with moisture in the battery compartment and on the battery cap. A leak test failed due to a crack in the battery compartment. The pump was opened and there was no moisture found. The battery compartment cap was able to fit for testing. The intermittent power complaint was not duplicated during investigation. The pump was exercised for 24 hours with no loss of power occurring.